Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the artificial intelligence (ai) algorithm is still in use. Clinical data was reviewed. After a thorough and meticulous review of episodes from the patient, our licensed annotations specialists have concluded that all episodes were correctly labeled and identified as false af and properly withheld by the ai from remote monitoring network. During evaluation using the ecgenie visualization platform, it was clearly seen p wave morphology with sinus rhythm with pvcs that cause the irregularity of the rhythm. The most likely cause of the event is user confusion. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the episode detection algorithm (ai) of the linq 2 device adjudicated two occurrences of atrial fibrillation as false. Additionally, there were abundant premature ventricular contractions (pvcs) or ectopy throughout, which influenced the device's classification of atrial fibrillation. No patient complications have been reported as a result of this event. It was also reported that health care professional (hcp) believed artificial intelligence (ai) adjudicated two atrial fibrillation (af) episodes as false when they felt they were true. Technical assistance was provided, reviewed the device called this af due to abundant pvcs/ectopy throughout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.